Event description:
During a lap chole, the covidien 5mm clip applier (ref: 176630) malfunctioned while trying to control a bleed. The tip would not reopen far enough for the next staple to advance. The stapler was replaced and given to sf.